Event description:
It was reported that during a low anterior resection procedure, while the doctor tried to apply the endo clip er320 to ligate internal mammary artery, the clip formed unnormal scissor-like formation. Therefore, he tried to use a new er420 to ligate the internal mammary artery and was very successful. But after new endo clip apply to the vessel, the endo clip er420 jammed, and could not jump out the clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in jaws and in good visual condition; the jaws were noted to be properly aligned. The clip was removed to measure the jaws and in an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device locked out as intended; no more clips were inside, it was empty. Please note the device is designed to lock up when all clips has been fired. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.